Manufacturer narrative:
Block e1: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device was unable to start and instead booted into a blue bios screen, consequently, the procedure was cancelled. The status of the patient's sedation when the cancellation occurred is unknown. A labsystem pro clearsign ii amplifier was selected for use. During preparation, the device was unable to start and instead booted into a blue bios screen, consequently, the procedure was cancelled. There were no patient complications. It is not known whether the device will be returned for analysis. This is being reported for cancellation of the procedure with sedation status unknown. As per additional information received on february 9, 2026, the reported issue was confirmed, and no additional issues were identified. The workstation could no longer be started, displaying the blue bios entry prompt. The cmos battery was measured at 2.8 v and replaced, after which the bios settings were reconfigured. A functional test was then performed. The system is fully functional and ready for use, and confirmed to be fully operational. The repair of the lspro was carried out according to the tausch workstation safety checklist. A safety inspection was also performed, and an stk with functional and electrical safety testing was completed.

Manufacturer narrative:
Block e1: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the device was unable to start and instead booted into a blue bios screen, consequently, the procedure was cancelled. The status of the patient's sedation when the cancellation occurred is unknown. A labsystem pro clearsign ii amplifier was selected for use. During preparation, the device was unable to start and instead booted into a blue bios screen, consequently, the procedure was cancelled. There were no patient complications. It is not known whether the device will be returned for analysis. This is being reported for cancellation of the procedure with sedation status unknown.